Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2018-01155. (UDI): n/a. Concomitant medical products: catalog #: 42522400910, articular surface fixed bearing, lot # 62988897. Catalog #: 42532007902, tibia cemented 5 degree stemmed, lot # 63213972. Catalog #: 00590102000, headless trocar drill pin, lot # 63237048. Catalog #: 42540000032, all poly patella cemented, lot # 62816533. Catalog #: 00597000036, psi psn pref ps pin guides, lot # 56624001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-01154, 0002648920-2018-00876.

Event description:
It was reported that the patient "have" personal injury after knee implant. No further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.